Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had experienced some pocket stimulation the pulse generator exhibited backup vvi mode. After a firmware download the device resumed normal function. The patient was fine.